Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to address issue. Subsequently, it was reported that the cartridge was leaking from the patient line. Customer¿s blood glucose was between 195-287 mg/dl. Reportedly, customer reverted to alternate insulin therapy.